Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'improper shutdown!' Message occurred at power up when using a battery module alone due to two depressed battery contact pins. The reported condition was verified. The cause was determined to be dried fluid on the pins that would not allow them to rebound as designed. The battery pins was cleaned to address the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown upon power up at the neuro science department. There was no patient involvement. No additional information is available.